Event description:
It was reported that the patient complained of feeling swelling on and off at the device pocket location. The left ventricular lead had dislodged due to twiddler's syndrome and exhibited loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.